Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right- mentor smooth round moderate profile 350cc saline breast implant, catalog number 3501655, serial number (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which the left side deflated after implantation. Patient noticed the issue two weeks ago. Doctor confirmed deflation on (B)(6) 2019. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreing material was observed within the device or on the shell surface. During initial evaluation a crease was observed on the anterior and extending to the posterior aspect, also a shell abrasion within crease were observed on the posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rupture within shell abrasion and crease on the posterior aspect, measuring approximately 0.2 cm. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease and shell abrasion were found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).